Event description:
Small shiny flakes noted in surgical site. Excess irrigation was used to flush surgical site. Attachment was being used aggressively wtih tool. No excess chatter was noticed at any time. System was used with metrx tubes. Surgeon has requested tool to reduce need for aagressive use of attachment. No patient impact was reported.